Manufacturer narrative:
The reported event of a deformed, bulbous deployment was confirmed. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. A CAPA was initiated for further investigation and did not identify a product quality issue. However, corrective actions to further enhance performance are being pursued per internal operating procedures.

Event description:
On (B)(6) 2020 a 30mm amplatzer pfo occluder was selected for implant in the patient. During the procedure, the physician released the blocking umbrella, but the device would not fully deploy and the shape of the device was deformed and incomplete. The device was removed from the patient prior to release and was exchanged. The same delivery system was used for both devices. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in the procedure, the patient did not experience any serious injuries and is currently stable.